Event description:
Asr revision left side.reason(s) for revision: pain.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 27260. Reason for original complaint - asr revision due to take place on (B)(6) 2013 left asr xl reason(s) for revision: pain update form 57 received may 14th, 2013. South africa reference number, additional hospital added. South africa reference number: fnol - 02203 update - added lot numbers to stem and sleeve and added revision date. Taken from claimsuite dated 1st july 2013 update nov 17, 2017: email notification from (B)(6) received. Product information updated. This complaint was updated on nov 20, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 27260. Reason for original complaint - asr revision due to take place on (B)(6) 2013 left asr xl reason(s) for revision: pain update form 57 received may 14th, 2013. South africa reference number, additional hospital added. South africa reference number: fnol - 02203 update - added lot numbers to stem and sleeve and added revision date. Taken from claimsuite dated 1st july 2013 update nov 17, 2017: email notification from kennedys received. Product information updated. This complaint was updated on nov 20, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.